Event description:
It was reported that the patient experienced severe swelling at the left arm following an implant procedure and had to be taken to the emergency room (ER). The physician noted that the patients left arm was where the intravenous (IV) was inserted and where the blood pressure cuff was placed. The patient was prescribed a medication and that the swelling dramatically subsided. The patient was doing well.